Event description:
Per user facility report in 2004, pt undergoing craniotomy with codman perforator, first burr hole drilled without complications. During second drill hole procedure, the perforator continued to cut past bone and into the dura. There were no side effects to the pt.